Event description:
It was reported that the lever regulating the gas was loose and opened on it own during surgery, resulting in a loss of co2. The device was replaced and the procedure was completed. The procedure was either a video laparoscopic cholecystectomy or video laparoscopic appendectomy. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, it was found that the stopcock lever was loose and did not have sufficient friction to prevent unintended movement. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to release, no conclusion could be drawn as to what might have caused the reported event.